Event description:
The customer reported that device was unexpectedly shutting down. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that device was unexpectedly shutting down. There was no report of pt involvement or adverse pt impact. The philips customer repair center (crc) added that the device constantly cycled itself off and on. The philips customer repair center (crc) evaluated the device and confirmed the malfunction. The crc determined that the cause of the malfunction was the optical therapy/energy select switch which was replaced to resolve the malfunction.